Event description:
It was reported that during a da vinci s myomectomy procedure the permanent cautery hook instrument broke and pieces fell into the patient. Not all pieces were believed to have been retrieved. The planned surgical procedure was successfully completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned (post-evaluation) or if additional information is received. Intuitive surgical 8mm endowrist instruments for use on the da vinci s surgical system have been tested for material biocompatibility. The materials in these instruments have been tested for biocompatibility in accordance with (B)(4) for their intended use (blood path, indirect (4.2.3.a) and limited exposure (4.3.a)).